Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown 22g cathena blood leaks out of control plug. It was reported by customer that when clinician started the cathena 22g IV and retracted the needle, the blood control didn't work, and blood spilled on the floor. When clinician started the cathena 22g IV and retracted the needle, the blood control didn't work, and blood spilled on the floor.